Event description:
Patient meter does not power on. Meter beeps when powered on; however, nothing shows on the screen. Patient contacted md for phone advice since meter had no power. Patient did not experience any symptoms and was not treated. Customer service checked the batteries and still no power and sent patient a new meter.